Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 48 mg/dl. Customer's other blood glucose value was 170 mg/dl. The drive support cap of the insulin pump was normal. Troubleshooting was completed with insulin pump for low blood glucose. The customer alleged that the insulin pump was over delivering insulin as they had low blood glucose value since (B)(6). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will return for analysis.